Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 423 mg/dl. Current blood glucose was 450 mg/dl. Customer received insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. Customer is able to remove set at this time to test site portion of infusion set. Explained there may be possible site related issue or site/set occlusion. The insulin pump will not be returned for analysis.